Event description:
A malfunction involving a cgm error 42 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to wait 20 minutes before starting a sensor session after the pump came out of storage mode. Technical support also provided information on how to reset the pump, and after the reset, the error did not reoccur.